Event description:
Additional information was received from the patient. It was reported that the patient was not sure the issue was related to the device. They had a stomach issue for 4-5 days, which caused their back to start spasms, etc. At approximately the 5th day, they suddenly started having severe sensitivity. The battery died, and the severe sensitivity started improving at the same time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they never finished the settings on their therapy because they stopped going to their managing doctor; then just a couple of weeks ago they started noticing issues with their stimulation going crazy. Patient added they went into the hospital last week for back spasms and stomach problems and their stimulation went crazy again. Patient said everything hurt and that no one could touch them. Patient added they have neuropathy so bad everywhere it was hard for them to tell if it was the stimulation or not; sometimes patient they will feel a sharp electric jolt. Patient needed someone to check on their therapy and mentioned that they have a doctor's appointment on (B)(6) and that they are seeing an hcp.